Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited elevated thresholds post implant. The patient had severe tricuspid regurgitation and loss of capture was noted during sleeping hours. Sleep apnea was suspected. An implantable cardioverter defibrillator (ICD) was implanted as a backup with pacing continuing to be delivered by the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.